Event description:
Subsequent to the initial MDR, a correction was updated on 03/30/2026. Technical support provided additional clarification of the event and confirmed that on (B)(6) 2026, in the afternoon, the patient developed symptoms consistent with diabetic ketoacidosis (dka) while playing a game. Reported symptoms included shortness of breath, vomiting, nausea, palpitations, sweating, dizziness, and headache. At the time of the event, the patient was using an omnipod 5 insulin pump. The patient¿s mother was unable to recall the exact cgm readings at the time of the event but stated that the values were within the normal range. Due to concerns regarding the patient¿s symptoms, the mother transported the patient to the hospital. Fingerstick or glucometer glucose values at presentation were not recalled; however, the patient was diagnosed with dka (specific diagnostic tests and methods not reported). During the hospital visit, the patient received zofran for nausea, insulin administered by injection, and keflex for treatment of an infection at the omnipod infusion site. The patient remained hospitalized for less than 24 hours. Technical support advised the patient¿s mother to contact omnipod, and the mother confirmed that she had already done so. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the device and which may affect the cgm readings. The patient was using an omnipod 5 insulin pump at the time of the event. On (B)(6) 2026, in the afternoon, the patient developed symptoms concerning for diabetic ketoacidosis (dka) while playing a game. Reported symptoms included shortness of breath, vomiting, nausea, palpitations (heart racing), sweating, dizziness, and headache. The patient¿s mother was unable to recall the exact cgm readings at the time but stated that the readings were within the normal range. Due to concern regarding the patient¿s symptoms, the mother transported the patient to the hospital. According to the mother, no fingerstick or glucometer blood glucose measurement was obtained prior to arrival at the hospital. During the emergency department visit, the patient received ondansetron (zofran), insulin administered via injection, and cephalexin (keflex) for an infection at the omnipod infusion site. The patient remained hospitalized for less than 24 hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 codes: health effect - clinical code problem code: e0629 palpitations / code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.